Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation before increasing to its rated burst pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.